Event description:
On 8/8/94, two (2) lenses with a measured power of -0.75 were returned from australia in blister packs labelled as -3.75 lenses. The lot number displayed on the blister pack label was 97071195. The device history record for this lot indicated that 121 lenses with a power of -3.75 were packaged in cartons of three (3) each for distribution. None of the lenses from lot 97071195 remain in co's distribution center, however retain samples were examined and found to be correct. Co has identified all distribution points from co's records and is verifying by examination that all remaining product is correct. To date, no other notifications have been received concerning this lot number.